Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? If no, please explain. Or, was the device locked on tissue with the jaws closed? If yes, how was the device removed (knife reverse button, manual override lever, cut from tissue, etc.)? If yes, did the jaws eventually open? Also, can you please provide details regarding the other devices? Do you know the product code(s) and lot/batch numbers for the other devices involved in this event? What products will be returned for analysis? Please provide details. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. It turns out that this was actually a user error and not device error. I reported the complaint as soon as I heard about it but from following up with the sister training was just required for the scrub nurse who was present during the procedure.

Event description:
It was reported that three staplers were used in one single donor nephrectomy case because the staplers would not open. No patient consequence reported.